Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon about three hours and upon removal the tampon unraveled and pieces were missing from the pledget. She stated she then developed vaginal pain and internal burning and brownish discharge. She did not experience any adverse health effects and did not seek medical attention.